Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient's representative reported "pain immediately after the surgery". MRI scan performed with findings: "sub-muscular breast augmentation outcomes with grade ii/iii becker capsular contracture following probable long-lasting implant rupture.", "mild breast ptosis with asymmetries: the right breast has greater volume and ptosis of higher degree as well as the sub-mammary sulcus that is located 2cm lower." And "the breast looks painful upon palpation." This related to the right side. Unknown if the device has been explanted.